Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead perforated the pericardium and pleura causing cardiac tamponade. The patient's blood pressure dropped and open cardiac surgery had to be done. Lead was explanted and replaced. Patient's condition is good.